Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure insulation abrasion was noted on the right atrial lead. There were no electrical anomalies noted. The lead was capped and replaced. The patient¿s condition was stable during and post procedure.

Manufacturer narrative:
A partial lead with the tip measuring 25.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
During the surgical procedure to explant the rv lead due to noise (reported in MFR 2938836-2017-01634), the physician electively explanted the previously capped ra lead during the same procedure. Patient was in stable condition after the procedure.